Event description:
Physician could not insert ventricular lead at time of a generator replacement. Lead would not go into header all the way. New generator used without a problem. Device to be returned.